Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Device evaluated by MFR: returned product consisted of a maverick 2 mr balloon catheter. The device was microscopically and visually examined. The hypotube of the device has numerous kinks. There was a separation 34cm from the strain relief. There was blood in the guidewire lumen and the balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported break as there was separation to the device. The device also had numerous kinks to the device.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 2.50mm x 20mm maverick balloon catheter was advanced for dilation. However, during procedure, it was noted that the shaft was fractured into two pieces. The device was removed directly and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 2.50mm x 20mm maverick balloon catheter was advanced for dilation. However, during procedure, it was noted that the shaft was fractured into two pieces. The device was removed directly and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.